Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to infection at the pocket site. Cultures were taken but the results were not reported. Antibiotics were administered for infection. Because the patient was without stimulation therapy for the event, they experienced a return of their psychiatric symptoms (depression). It was planned to re-implant a new ins into the patient at a later date. It was noted that the explanted ins was discarded by the customer and was not available for analysis. The patient status was reported as alive with injury. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information previously received reported the onset of the infection was (B)(6) 2012. Patient symptoms included less than 50% therapy relief. The date of the implantable neurostimulator (ins) explant was (B)(6) 2012. On (B)(6) 2012 suicidality was reported due to the ins explant. Interventions included hospitalization and observation. The date of resolution for the event was (B)(6) 2012.